Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt fell and fractured femur 12 weeks post op and suffered terrible femur fracture with infection."